Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device shocked the patient when they were in the nursing home in 2014. The patient mentioned that they had knee surgery in (B)(6) 2014. The patient also mentioned that they think they might have copd. The patient stated they have been to the doctor 3 times in a week.